Event description:
It was reported that the pt went for surgery for implant and the surgeon decided the implant was too small and was removed the same day.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.